Event description:
It was reported that the customer experienced a blood glucose (bg) level of 452 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection and performed a supply change to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently transferred to another hospital and admitted on (B)(6) 2024 and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.